Event description:
Technician alleged that the siderail will not lock.

Manufacturer narrative:
Technician found that the siderail latch was stuck. Technician fixed the siderail latch to resolve the issue. No further info is available on this repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.